Event description:
It was reported that the ilet user experienced postprandial hyperglycemia with a blood glucose of 281 mg/dl despite a recent supply change after a prior nocturnal high, with no observed infusion set leakage or cannula discomfort and fingerstick confirmation of the high. Symptoms included hyperglycemia. Outcomes included user self-management with monitoring and a plan for follow-up to confirm a downward trend or assist with a supply change, with no hospitalization. Investigation included review of glucose trends and user confirmation of infusion site status, as well as counseling on observation versus immediate supply change. Investigation of this case revealed no device malfunction evident and an unclear cause of hyperglycemia, with potential contributors including meal-related glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.